Event description:
On (B)(4) 2010 product surveillance contacted the hp's peritoneal dialysis clinic regarding the report that the hp had air pockets and gas in her belly. The nurse stated that on that day the hp was diagnosed with peritonitis. On (B)(4) 2010, follow up information was obtained from gpv: during the telephone conversation with the nurse the following information was obtained. The patient did not have a medical history of gastric issues prior to the start of pd therapy. The patient began complaining of gastric issues long before the diagnosis of peritonitis (the nurse did not know exactly when the gastric issues' event began). Per the nurse, the gas and air pockets in her belly events were related to the gastric issues' event (onset of gas and air pockets in her belly events were unknown). On (B)(6) 2010, the patient was admitted to the hospital for peritonitis. The pd culture, which was obtained the same day, showed no growth. The nurse could not confirm a cell count was done. The patient was started on intraperitoneal (ip) antibiotics. On (B)(6) 2010, the patient was discharged from the hospital. The gastric issues, gas, and air pockets in her belly have not been resolved; the patient was referred to a physician. The peritonitis event was resolved. Per the nurse, the gastric issues, the gas, air pockets in her belly, and peritonitis were unrelated to the pd solution or devices. The patient was disconnecting and reconnecting herself to pd therapy in order to use the bathroom during the night. The nurse believed the disconnection and reconnection of pd therapy caused the peritonitis event. The patient remains on pd therapy. All available information was reported. No further information is expected. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.